Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm after pump freezing and also believes that the insulin pump was under delivering insulin. Customer also reported that the insulin pump turns off by itself and then turns back on, and rewinds slowly. Troubleshooting was performed for motor error alarm and customer was able to rewind pump. Insulin pump is expected to return for failure analysis.